Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "my implantable pulse generator (ipg) feels like it has a crack in it. I am having a rash, constant itching over ipg site, prickly sensations (continuous). Unable to rest". The ipg remains in use. No further patient complications have been reported as a result of this event.